Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced hypotension requiring neosynephrine drip, and an arterial line was also inserted for intensive monitoring during the procedure. The target nodule was reported to be 2.3cm in size. The solitary target nodule was biopsied with a flexision 21g needle four times, a forceps instrument eight times, and a cytology brush once. It was reported that a bronchoalveolar lavage and fiducial marker were also used on the target nodule. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. However, the logs for system en0036 on the date of this procedure were not available. No video/images were provided by the customer for review. This complaint is reportable due to the following conclusion: it was alleged that a patient experienced hypotension requiring neosynephrine drip, and an arterial line was inserted for intensive monitoring during the procedure. The patients current status is unknown.